Event description:
The operator of a vitros 250 chemistry sys observed imprecise quality control results with vitros amon slides. The lab reported vitros amon pt results using duplicates during this event, and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The user performed cleaning, maintenance and repairs to the incubator on the instrument and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.